Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2009: the patient also underwent fluoroscopic guided lumbar myelogram. Impression: 1. Grade I/ii anterolisthesis l4 on l5. 2. Moderate central narrowing, l3-4. 3. Findings compatible with nerve root impingement, l4-5 and l5-s1 on the left. (B)(6) 2009: the patient presented with lower back pain. Assessment: 1. Lower back pain with lower extremity radiculopathy. 2. History of previous lumbar fusion with pseudoarthrosis at l4-5. 3. Grade 4 spondylolisthesis of l4-5. (B)(6) 2009: the patient was discharged home in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient presented for follow up of posterior tibial nerve block. Assessment : diabetic peripheral neuropathy and bilateral foot pain. On (B)(6) 2013, the patient presented for follow up regarding evaluation and treatment of the neuropathic pain. On (B)(6) 2013, the patient presented with pre-op diagnosis of small fiber neuropathy and extremity pain and underwent treatment of small fiber neuropathy (B)(6) 2015 the patient was presented for office visit with low back pain, bilateral lower extremity pain. On (B)(6) 2015 the patient was presented for office visit with neck and shoulder pain. The patient also underwent x rays of the cervical spine and shoulders. There was some ac and glenohumeral arthritis in the left shoulder. In the right shoulder again there was a little bit of glenohumeral degeneration and ac arthritis. The lateral cervical spine shows decreased lordosis with age appropriate degenerative change but no significant malalignment. On (B)(6) 2015 the patient was presented for office visit with low back pain and lower extremity pain anterior into his feet. Assessments: low back pain with bilateral anterior lower extremity pain that radiates into both feet, worsened with a head on collision on (B)(6) 2015 and then when he fell into a hole at a car wash later in (B)(6) of 2015. On (B)(6) 2015: the patient presented for a follow up. On (B)(6) 2015 the patient was presented for office visit with left shoulder pain and right shoulder pain. On (B)(6) 2015 the patient was presented for office visit with low back pain. MRI studies were reviewed. They do show the hardware previously placed at l4-5. They are still well positioned. He still has spondylolisthesis at this level, but there seems to be fusion here. On (B)(6) 2015 the patient was presented for office visit with bilateral shoulder pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 patient admitted to hospital in emergency department for the diagnosis of chronic abdominal pain, left lower quadrant. (B)(6) 2011 patient underwent the following exam: right upper quadrant ultrasound. Impression: cholelithiasis with no abnormal gallbladder wall thickening or biliary ductal dilatation. The pancreas was obscured by gas. (B)(6) 2011 patient presented due to abdominal bloating and cholelithiasis. Impression: no scintigraphic evidence of acute cholecyst itis or biliary obstruction. (B)(6) 2012 patient presented due to nose abscess. (B)(6) 2012 patient underwent CT maxillofacial area w/o contrast. Impression: no significant paranasal sinus disease was appreciated. The ostiomeatal units appear patent bilaterally. There was slight bowing of the nasal septum rightward. (B)(6) 2012 patient underwent pa chest with three views of the left ribs impression: mildly displaced left anterior 9th rib fracture. (B)(6) 2012 patient underwent three-view study of the right hand and three-view study of the right wrist. Impression: slightly atypical findings of the distal radius which may be chronic though a non-displaced, minimal buckling type injury of the metaphyseal region cannot be entirely excluded. (B)(6) 2013: patient underwent posterior tibial nerve block to treat the pre-op diagnosis of peripheral neuropathy, bilateral foot pain. (B)(6) 2013 patient underwent dx spine lumbar 2 or 3 views. Impression: foreign body material overlying or within the distal right sacrum. Postsurgical changes as described. Grade ii l4 anterolisthesis is noted with evidence of pedicle screw loosening at l4. The stability of the l4 vertebral body is unclear given the presence of extensive bone fusion on either side of the l4-l5 disc space however. Without the benefit of comparisons studies it's not possible to determine whether l4 is stable and pedicle screw loosening of recent origin. (B)(6) 2014 patient underwent dx foot minimum 3 views. Impression: acute fracture of the proximal -mid diaphysis of the left fourth proximal phalanx. Old fracture of the left fifth metatarsal. (B)(6) 2015 patient presented due to back pain, toe pain-swelling, extremity injury- minor. Impression: diagnosis: lumbar strain and closed fracture of the toe. (B)(6) 2015 patient underwent lumbosacral spine. Three views. Impression: stable mild grade 2 anterior spondylolisthesis of l4 on l5. Postoperative changes are also noted at the lower lumbar levels as discussed above. Otherwise no evidence of acute fracture, dislocation or bony destructive process. (B)(6) 2015 patient underwent dx chest pa and lat. Impression: mild prominence of increased pulmonary markings at the left lung base consistent with minimal interstitial pneumonitis. (B)(6) 2016: patient had a mvc on (B)(6) 2015 and present with chief complaint of rib and back pain. Patient underwent x-ray examination of foot. Impression: comminuted and mildly impacted fracture of the 4th proximal phalanx. Mild osteopenia. On physical examination mild vertebral point tenderness over the lumbar spine and tenderness and mild swelling of the left fourth toe. Clinical impression: left 4th metatarsal fracture, chest wall strain and back strain. Patient underwent x-ray of lumbosacral spine (ap and lateral). Impression: no acute findings. Intact posterior fixation hardware. Grade 2 anterolisthesis l4 on l5.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2009: patient underwent right shoulder 4 views. Impression: normal right shoulder. (B)(6) 2009: patient presented with following preop diagnosis: full thickness rotator cuff tear right shoulder with subacromial impingement. Procedure: open arthroscopy with minor debridement labral tissue. Open rotator cuff repair, acute, subacromial decompression acromioplasty with bursectomy and coracoacromial ligament release. (B)(6) 2009: patient presented with right shoulder pain. (B)(6) 2010 patient presented with left flank and left sided abdominal pain. Patient presented for ER xr abdominal series. Impression : no acute cardiopulmonary or abdominal findings. (B)(6) 2010 patient presented for ER xr hand right: conclusion: 1. Acute fracture proximal phalanx. Suspect old, fracture mid phalanx, but with deformity and arthritic changes proximal interphalangeal-joint. (B)(6) 2010 patient presented with hand injury (B)(6) 2010 patient presented for CT renal stone (noncontrast abdomen and pelvis CT). Impression: 1. No acute obstructive uropathy. 2. Small gallstone. 3. Grade ii anterolisthesis l4 on l5 with possible loosening around the l4 pedicle screws. (B)(6) 2011: patient got admitted in the facility for some tests. (B)(6) 2011: patient presented with left side pain, trouble swallowing.(B)(6) 2012: patient presented with anterior shoulder at bicipital groove area and also in lateral upper arms. Stabbing aching pain. (B)(6) 2015 patient for presented for ¿ER xr chest pa and lat¿. Impression: unremarkable chest. (B)(6) 2015 patient for presented for ¿ER xr lumbosacral spine ap and lat. Impression: 1. No acute findings. 2. Intact posterior fixation hardware. 3. Grade 2 anterolisthesis l4 on l5. (B)(6) 2015 - the patient was diagnosed for lumbago, pain in soft tissue of limb. (B)(6) 2015 the patient was diagnosed for pain in joint, shoulder region.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.